Event description:
Boston scientific received information that a high out of range shock impedance measurement was detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. All other measurements were within normal range and no revision was scheduled. The ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.